Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v979272, implanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed no significant anomalies. Analysis of lead model 3889-20 lot # v979272 showed no significant anomalies. (B)(4).

Event description:
It was reported that there were telemetry issues and it was not possible to establish communication with the patient or clinician programmers. It was indicated that the battery depletion was being reported as premature as the reporter felt that the battery shouldn¿t have depleted ¿so soon¿. Longevity calculations were performed to estimate the battery life based on a setting of: amplitude of 8v, pulse width of 210's and frequency of 14 hz. The reporter indicated that this was the patient¿s setting at their last appointment in (B)(6) 2012. It was however noted that the patient¿s amplitude setting was actually at 8.5v but it was not possible to perform the calculations using a voltage higher than 8v. The longevity was estimated at 8.16 months. Approximately ten days later, it was reporter that it was unknown when the patient¿s implantable neurostimulator (ins) stopped working. The patient reportedly received ¿good therapy¿ until the device stopped. The reporter indicated that the patient did not want to have the ins replaced at that time. Approximately a month later, it was further reported that the patient¿s device was scheduled to be removed. It was later reported that the patient claimed that under a ¿normal amplitude range¿ of approximately 2v to 4v, the battery depleted prematurely. It was noted that impedance tests were normal. The reporter indicated that therapy measurements were taken in february which ¿confirmed¿ premature depletion. There were no patient symptoms related to this event. It was later reported that the patient was doing fine after the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.